Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unexpected shutdown and screen blackout had occurred during use. A technical support specialist (tss) dialed into the station and looked into the logs. Since no specific timeframe was given, the tss reviewed the med application error log. No errors were found at that time. However, it was discovered that a user had initiated a maintenance shutdown of the meditation. The technical support specialist had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the tss closed the case. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a unexpected shutdown/screen blackout during use. The customer reported that issue occurred when user dispensing medications to the user. There were no adverse events or injuries reported based on this event.